Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 107 mg/dl. The customer declined to complete the troubleshoot process for the blank display anomaly and was advised that a replacement battery cap would be sent. Upon troubleshooting and receipt of the replacement battery cap, it was found that the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.